Manufacturer narrative:
(B)(4). A return materials authorizations has been provided to the customer but the suspect device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed

Event description:
The customer reported that the suspect vela ventilator displayed ventilator inoperable alarm and was not delivering gas. The reported issue was found during testing so there was no patient involvement associated with the reported event. Customer was able to resolve the reported issue by replacing the turbine.